Event description:
It was reported that the device had failed plunger accuracy. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. -ield technician stated issue of ¿failed plunger accuracy¿ was not confirmed. Plunger force accuracy and calibration tests concluded in a pass. Plunger position accuracy and calibration tests concluded in a pass. Full calibration and pm testing was performed with no issues. Device found to be operating as expected. Thereby not confirming the reported issue. On 16-dec-2024, pca device was received unboxed and with paperwork. External investigation did not confirm the reported problem. Internal investigation confirmed device is operating as expected. Device to be returned to san diego repair center for normal processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.